Event description:
The true/lok frame was applied for a treatment of charcot foot on the obese female pt. The pt was fully weight bearing during treatment and approx five days after the surgery 1.5mm wire broke. The doctor reported that during the initial application of the true/lok system, the broken wire was placed distally from the proximal wire to serve as a back up/support to the main proximal wire. The pt was brought back into the or where the broken wire was replaced with two thicker 1.8mm wires as a support to the main proximal wire. Approx two weeks after the revision surgery, the doctor reported that the two 1.8mm replacement/support wires broke. The pt was brought back into the or again where the doctor replaced the two 1.8mm support wires with three thicker wires. According to the doctor, the pt will continue treatment with the true/lok frame.